Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device ¿ 6 months.  The reported event of a system controller fault alarm was confirmed. The evaluation of the returned system controller revealed a compromised pcb component (open fuse). As a result the system controller operated a test pump with a call hospital contact/ driveline power fault alarm active. Visual inspection of the system controller revealed a burn mark inside the driveline connector. The open fuse was successfully replaced and the system controller operated as intended with no active alarms. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved from the system controller. The first entries captured in the log file on (B)(6) 2018 at 12:17 am revealed that the system controller was connected and disconnected to a pump several times. The data recorded on (B)(6) at 10:50 indicated that the driveline was disconnected. The next entries revealed that over current protection b open flag became active followed by a controller internal fault alarm. The power to the controller, including the backup battery, was removed and restored and the controller internal fault alarm remained active. The driveline was connected at 14:40 and the system initiated operation and there was a driveline power fault alarm. The driveline was disconnected and the controller was forced to a sleep mode at 14:46. On (B)(6) 2018 at 8:28 the system controller was powered and the controller internal fault alarm was active. The backup battery was removed and the controller was disconnected from the external power at 9:21. In conclusion the driveline power fault alarm was a result of incorrectly inserted driveline (180 degrees) which resulted in a damaged fuse. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a controller fault alarm. During investigation of the returned system controller, open fuse and a burn mark inside the driveline connector was found due to incorrectly inserted driveline 180 degrees. No additional information was provided.